Manufacturer narrative:
Initial reporter phone number was not provided. The actual hand piece device has been returned. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the craniotome device had a "broken foot plate". The reported event did not occur during surgery. There were no reports of patient involvement. There were no reports of patient or user injury. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.